Event description:
It was reported the generator had a poor contact of the right connector. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation was confirmed. Based on the information obtained, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred, during reprocessing.